Event description:
It was reported that the cot had reduced braking force due to the big wheel unable to disengage as a result of a malfunctioned dampner. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.